Event description:
The patient reported experiencing elevated blood glucose of 250-350 mg/dl for the past 2-3 weeks. The cartridge compartment is wet with insulin. The patient switched to the backup infusion device and blood glucose levels returned to normal, 100-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.